Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the ultraclean 6in. Blade extended insulation, item 139110ext, unknown lot, that occurred at hop general (B)(6) on (B)(6) 2020. It was reported that "during a laparoscopic procedure, the insulation of a 6" tip felt in the patient. A nurse noticed something was wrong with the tip and made the surgeon search in the patient before closing the incisions and found the insulation in the patient." It is indicated there was no impact or injury to the patient and the procedure was successfully completed with a reported delay of 5 minutes as the surgeon had to look in the patient with his camera to find the insulation of the tip before closing the patient . The device was disposed of by the hospital. Additional information obtained indicates the procedure type was not provided, however the electrode was being used in the abdominal cavity. The nurse noticed the insulation was missing from the device at the end of the procedure. Nobody noticed when it came off, was only noticed by the ER nurse as she was putting things away and doing a count. This reporting is being raised as a device malfunction with potential for injury upon reoccurrence and based on previous filings for the insulation coming off and falling into the patient but retrieved.

Manufacturer narrative:
The customer's reported complaint that the insulation fell off the 139110ext electrode is inconclusive. The actual device in question will not be returned for evaluation. Photographic evidence was provided that exhibits the reported issue, however the images are not of the device in question nor involved in the incident. Therefore the reported claim cannot be confirmed and investigation deemed inconclusive. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 69 devices, for this device family and failure mode. During this same time frame 3,155,320 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised to inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.